Event description:
We received an allegation about unspecific number of discrepant results tested on a cobas 8000 e602 module compared to a different e602 module. The data for 1 patient's sample tested with ft4 assay and 1 patient's sample tested with vitamin d assay were provided. Sample 1: ft4 initial result: >6.0 ng/ml (accompanied with a data flag) (tested on the same analyzer using the 1st measuring cell). Ft4 repeat result: 2.1 ng/ml (tested on a different e602). Sample 2: vitamin d initial result: 93 ng/ml (tested on the same analyzer using the measuring cell 1). Vitamin d repeat result: 27 ng/ml (repeated on the same analyzer using the measuring cell 2). The questionable results were reported outside the laboratory. The samples were then repeated and the repeat results were deemed to be correct. A corrected report with the corrected results was issued and reported outside the laboratory. The ft4 reagent lot number and expiration date were not provided. The vitamin d reagent lot number was 62230901. The expiration date was not provided.

Manufacturer narrative:
Multiple qc results for the measuring cell 1 were out of specification at the time of the event. Calibration for vitamin d was performed and it failed. Investigation is ongoing. H3 other text : na.

Manufacturer narrative:
Device codes (a codes) were updated. Qc appeared erratic but was still within the customer¿s established ranges. The alarm trace showed reagent disk b reagent short, multiple sample short and abnormal sample aspiration alarms indicating a poor sample quality. The field service engineer (fse) did an assay performance testing and confirmed that measuring cell 1 was not operating correctly. A new measuring cell was ordered and installed. No further issues were reported afterwards. The service actions done by the fse resolved the issue.